Event description:
It was reported that during central processing, a wire was observed to be exposed at the tip of the mega suturecut needle driver instrument. There was no report of patient involvement.

Manufacturer narrative:
The mega suturecut needle driver instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation

Manufacturer narrative:
The mega suturecut needle driver instrument was analyzed and found to have a loose grip cable at the distal end. The plastic housing was removed, and during the visual inspection, the grip cable was found to be broken at the proximal end. The grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.